Manufacturer narrative:
Film evaluation summary: the exact cause of the stent graft migration and resulting proximal type I endoleak could not be determined. However, it is likely that this was due to diseases progression and morphology changes. Pre-implant CT¿s revealed that the patient had a 53mm max diameter infrarenal aaa. The proximal neck diameter just below the lowest left renal measured ~20mm, and 5cm lower near the bottom of the neck was ~25mm in diameter. The infrarenal neck was extensively calcified, contained thrombus, and was angulated ~45 deg a-p. Suprarenal angulation was not appreciable. CT¿s returned at 8 years showed that the aaa diameter had increased to 92mm, the bifurcate had migrated into the sac, and there was a type ia endoleak. The proximal neck diameter currently measured ~22mm, and 3cm lower near the bottom of the neck was ~24mm. The infrarenal neck angulation had increased to ~70 deg a-p and the suprarenal neck angulation had increased to 50 deg p-a. The proximal margin of the bifurcate was angulated ~60 deg to the flow lumen, and the bifur od measured ~25mm and was unopposed to the aortic wall. It appears likely that disease progression (neck dilatation and neck shortening) along with morphology changes (increase neck angulation) likely contributed to the events. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient has not had follow up for several years. The most recent follow up shows device migration and a proximal type 1 endoleak. The physician placed two 28mm diameter endurant cuffs and migration and the type ia endoleak were resolved. The physician stated the cause of the event was anatomy related (neck dilatation). No additional clinical sequelae were reported and the patient is fine.